Manufacturer narrative:
Trackwise # (B)(4). Updated sections: g4, g7, h2, h6, h10. Analysis of production for ship history conducted: (3331/213) a lot history record review was completed for lots 25157550, 25157566, and 25157577 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaints was reported for the same lot numbers and reported failure mode. Device discarded: (4115/3221) despite request and/ or customer indicated that the device was discarded; however, the actual device involved in the adverse event had been already discarded and thus irretrievably lost for testing. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jun 2019 through may 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Pa performing erah had completed dissection and had moved to using the hpii device. After one or two tries at cutting the fascia for the fasciotomy, they said that the hpii heated, produced lots of smoke, then shut off completely. They pulled it out of the arm and tried to allow it to cool and took a look at the jaws. They noticed there was some separation of the wires/plate from the jaw and that there was a melted portion of the shaft at the black covering. They opened a second kit to complete the procedure.